Event description:
Dr. Was drilling the skull and mentioned to the scrub tech "something is wrong with this drill." Tech took the drill to his back table and informed him that the attachment had broken in half.